Manufacturer narrative:
Additional info: a2, d10, g7, g9, h2, h3, h6, h10. Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this case reports that a revision surgery was performed due to joint laxity and infection. It has been communicated that this is a second revision for the patient, and no clinical information was provided for the implantation or first revision. Undated pre-operative and post- operative x-rays have been provided for review, which shows an anterior tibia fracture, a fibula fracture, as well as radiolucency around the bone cement and possible cement fragments under the tibial baseplate but the quality is limited to confirm these findings. Details regarding the patient¿s weight-bearing status, surgical operative reports, bone quality, and other additional clinical relevant information have not been provided. The x-rays provided give some possible reasons for the laxity. Based on the limited information provided the root cause of the reported joint laxity and infection could not be determined. It has been communicated that the patient status is good following insert exchange. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include poor bone quality or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Related reports due to same event: 1020279-2019-04048, 1020279-2019-04049, 1020279-2019-04050, 1020279-2019-04051.

Event description:
It was reported that revision surgery was performed due to patients complaining from joint laxity.